Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08775. It was reported that an asymptomatic patient presented to a follow-up in clinic with noise on both the atrial and right ventricular leads. The right ventricular lead also had known insulation anomalies noted on a previous fluoroscopy. Both leads were explanted and replaced on (B)(6) 2021. Patient was stable after the procedure.